Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issues. (B)(4). Note: manufacturer contacted customer in a follow up call on 12/15/2016 in order to ensure the customer's condition; the customer does not have diabetic symptoms and feels well. Customer states she went to her doctors and they took off one of her blood pressure medications.

Event description:
Customer reported complaint for e-0 accompanied by symptoms. (B)(6), nurse, is calling on behalf of the customer . Nurse did not know customer's expected fasting blood glucose test result range. Customer feels physically well at the time of call. Nurse states her blood pressure was low this morning 92/70, and 120bpm heart rate. Nurse states customer passed out last night. Customer states she woke up and went to the bathroom and began to feel dizzy and so she held on to the sink. Customer states her meter read e-0 and could not see her blood reading. Customer states she did not eat or take anything after the event and went straight to bed. Customer states she woke up yawning excessively and was calling in due to not being able to obtain a blood reading. Customer states she does not believe her passing out last night was related to diabetes rather her low blood pressure. At the time of the call nurse was able to obtain a fasting blood glucose reading of 108mg/dl. Nurse did not disclose the storage location of the test strips. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 10/13/2016. Nurse states symptoms seem to be possibly related to blood pressure and not necessarily diabetes